Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were several episodes of non sustained oversensing. Pacing lead impedance, high voltage lead impedance, r-wave and capture threshold were all stable. X-ray was performed but no damage could be seen. Patient will be reviewed early 2016 and there were no adverse consequences.